Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise over-sensing and right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. Patient status was not reported.